Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product device evaluated by manufacturer: examination of the returned complaint device revealed that the catheter was returned with the stent detached. The stent was not returned for evaluation. Crimp evidence was present on the balloon. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent was unable to cross the lesion. This 3.00x16mm promus element stent delivery system was selected; however, stent could not pass the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed the catheter was returned with the stent detached. The stent was not returned for evaluation.